Event description:
The patient presented with aortic stenosis and an elevated gradient. The device remains implanted and the patient is believed to be hospitalized at another facility. A transcatheter aortic valve implant is planned.